Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient complained of blurry near vision. The surgeon attempted to explant the light adjustable lens (lal, (B)(6), +21.0d) from the left eye and replace it with another lal; however, she was unable to remove the lens due to fibrosis and the lens remains implanted.